Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open skin irritation on her back. The patient was prescribed an unknown cream by her physician and the irritation was improving.